Event description:
Same (B)(4) as MDR ID: 2134265-2013-03836. It was reported via journal article that during a single-center analysis of elective transcatheter coil embolization of splenic artery aneurysms, some of the patients experienced splenic infarction, non target embolization, splenic dissection and access site hematoma. The study utilized 5 different coils during these procedures. It is unknown if any of the interlock coils were involved in the patient complications.

Manufacturer narrative:
Citation: patel, amish, md. Et al (2012). "Single-center experience with elective transcatheter coil embolization of splenic artery aneurysms: technique and midterm follow-up." Journal of vascular and interventional radiology; volume 23, issue 7 (july 2012): 893¿899. Article url: http://www.sciencedirect.com/science/article/pii/s1051044312003703. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.